Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Bur discarded by customer.

Event description:
It was reported that the tip of the bur overheated during a procedure and melted the drape. It was also reported that reported that there were no medical interventions, surgical delay, or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the tip of the bur overheated during a procedure and melted the drape. It was also reported that reported that there were no medical interventions, surgical delay, or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.